Event description:
It was reported that during a da vinci-assisted thymectomy procedure, the left master tool manipulator (mtm) was stiffer than the right mtm. The surgeon could not work with that and swapped the surgeon side console (ssc). The surgery was finished successfully. However, during follow up with the initial reporter, it was learned that during the mtm issue, the "left arm" suddenly went up uncontrollably which led to a bleed that was later managed and there was a 30-45 minute delay. The following information is unknown: the estimated blood loss volume associated with the complication, what specific medical intervention was rendered due to the bleed, and what surgical task the surgeon was attempting to perform when the event occurred.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit to further investigate the customer reported issue. The fse was unable to reproduce the customer reported failure mode. However, the fse identified that the left master tool manipulator (mtm) was not be seated correctly. The mtm was recalibrated; there was no part replacement needed. The system was tested and verified as ready for use. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.